Event description:
Customer reported a cgm error 42 with their #g7sensor. After following guidance from technical support for a pump reset, the error did not reappear. Caller successfully began a new sensor session, and there was no adverse impact to the customer's blood glucose level.